Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, a crack was found in the middle of the optic after the iol loading. The iol was removed from the patient's eye and replaced with another iol. Additional information has been requested.